Manufacturer narrative:
Visual inspection of the returned part did not reveal any damage. We did not receive parts associated with the sagittal sizing guide and therefore we did not check the mutual cooperation of all parts mentioned in allegation. The complaint is not confirmed. This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Event description:
Allegedly, unable to turn the knob on the resection guide with the hex driver. Resection guide was jammed. Also, had difficulty getting the sagittal sizing guide onto the sagittal sizing guide ratcheting arm. The implantation site/procedure was a total ankle replacement. The issue was resolved by using pliers to turn the knob on resection guide into correct position. This issue lead to an extension in surgery time greater than 30 minutes.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2015-00021.